Manufacturer narrative:
The investigation into the vf/vt/af/at issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined. "Arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia."

Event description:
The user facility reported a 67-year-old male postcardiotomy cardiogenic shock was implanted with an impella device for support. The patient was additionally supported by extracorporeal membrane oxygenation. On day after implant, the team had runs of ventricular tachycardia that prompted cardioversion and medical therapy.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.